Event description:
It was reported while using bd eclipse¿ needle leakage. There was no report of patient impact. The following information was provided by the initial reporter: amgen received notification on 24-apr-2023 from a pharmacist of a complaint for nplate vial - lyophilized involving 1 unit from lot/batch 1151647f. The date of the event was not provided. The pharmacist reported the following event: the pharmacist reported that the product leaked on the table during the attempted injection.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse¿ needle leakage. There was no report of patient impact. The following information was provided by the initial reporter: amgen received notification on 24-apr-2023 from a pharmacist of a complaint for nplate vial - lyophilized involving 1 unit from lot/batch 1151647f. The date of the event was not provided. The pharmacist reported the following event: the pharmacist reported that the product leaked on the table during the attempted injection.